Event description:
Pt sustained an additional retinal tear during surgery. Physician was unable to withdraw the needle from the cannula and was required to remove both together that resulted in an increase in the size of tear. Complete repair was completed successfully.